Manufacturer narrative:
Issue resolved at time of event. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Issue resolved, evaluation not needed.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the site's navigation system articulating arm would not tighten properly. A second articulating arm was brought instead. The surgeon opted to continue and completed the procedure with the use of the navigation system. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one minute. There was no impact on patient outcome.